Event description:
It was reported that on (B)(6) 2007: patient presented with lower back and leg pain. MRI of the lumbar spine found, ¿grade 1 anterior spondylolisthesis of l4 on l5. Facet arthropathy and ligamentum flavum overgrowth is noted resulting in severe canal stenosis. There is narrowing of the bony foramen left greater, than right. L3-l4 level is desiccated with small disk bulge with facet overgrowth resulting in trefoiled appearance to the thecal sac. There is some mild lateral recess narrowing,¿ (B)(6) 2007: patient presented with stenosis l4-5 and spondylolisthesis. Patient complained of low back pain and lower extremity radiation. An MRI of the lumbar spine, ¿shows severe stenosis and a grade I to ii anterolisthesis at l4-5. There is some mild lateral recess stenosis at l3-4. Labs were taken and suggested procedure was discussed. On (B)(6) 2008: two view chest x-rays were taken and demonstrated diffuse spondylosis of the spine. Heart is normal in size, vascular margins are normal, no congestions, infiltrate or effusion is seen. Patient is determined to be a low to moderate risk for spinal surgery. On (B)(6) 2008: patient presented with symptomatic stenosis severe at l4-5 and to a lesser degree at l3-4, and spondylolisthesis at l4-5, and status post anterior reconstruction l4-5. Patient underwent an anterior interbody arthrodesis at l4-5 and fusion, placement of biomechanical intervertebral structural device, retroperitoneal approach, 2- level partial corpectomies at l4-l5, and anterior instrumentation l4-5. It was noted that there was significant scarring of the left common iliac vein that prevented safe mobilization completely to the right side. No complications were reported. On (B)(6) 2008: patient presented for post-op exam. Patient was doing well with minimal use of medication. X-rays taken, pa and lateral lumbar spine show excellent maintenance of reconstruction. Patient was advised to continue use of brace. On (B)(6) 2008: patient presented for a post-op exam. Patient was doing well. X-rays showed good maintenance of reconstruction. Patient was advised to discontinue use of brace and start physical therapy. On (B)(6) 2008: patient presented with left groin pain and right pain with internal and external rotation. Left hip x-rays show no obvious fracture. Lumbar spine x-rays, two views, show good maintenance of the reconstruction at l4-5. On (B)(6) 2009: patient presented with a 3-4 month history of left lower extremity pain. Examination shows no significant weaknesses, numbness l3-s1 dermatomes and myotomes. Physician states there is potential for new compressive radiculopathy affecting the left leg. On (B)(6) 2009: patient presented with left lower extremity pain symptoms that worsen when standing or walking. MRI¿s taken show moderate stenosis at l3-4. Surgeon suggests l3-4 transforaminal epidural injection. On (B)(6) 2010: patient presented claiming to have balance issues. Physical exam showed no weakness l3-s1 and c5 to t1 and that he is able to walk. 2 view x-rays of the lumbar spine showed, ¿excellent maintenance of reconstruction l4-5. No obvious problems comparing to films taken 2 years ago.¿ it was reported that patient also has pain and swelling at site of implant.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.